Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: investigators were unable to evaluate the intermittent power complaint because additional failures prevented adequate investigation. The pump powered on to a blank display. Power on reset events were observed in the black box indicating the pump turned off and back on again, either manually or otherwise. Unrelated to the power issue, moisture was observed behind the display lens. A leak test failed due to a crack at the bottom right corner of the case between the keypad and the pump seal. The pump was opened and moisture was observed on the oled flex connector and throughout the pump casing. The battery compartment was cracked from the case seal traveling to the grip pad. A leak was not found at this location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional methods code: (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.